Manufacturer narrative:
Zoll has not received the themogard console (sn uknown) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
After 4 hours and 20 mins of ivtm therapy, the saline bag was observed to decrease in volume, no leak was observed on the suk and the thermogard console generated an "air trap" alarm during leak check. After 10 minutes, the physician suspected a quattro catheter (lot# 142198) leak and the ivtm therapy was discontinued. Adjunct therapy was used to continue treatment. No consequences or impact to patient. Please see the following related MFR report: MFR 3010617000-2021-00193 for quattro catheter.